Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2023, it was reported by a sales representative via (B)(4) that an ar-9545-t15-02 driver shaft head became twisted and broke off. This occurred during a case, the fragment was retrieved and the case was completed.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned ar-9545-t15-02 had twisted and broken. It was not indicated if a torque-indicating adapter had been used with the device. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.

Event description:
Additional information was provided on 11/16/2023, where it was stated that this event occurred during a reverse total shoulder procedure on (B)(6) 2023. There was no attachment used. The procedure was completed using a second hex driver.